Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the high flow insufflation unit exhibited air flow insufficiency due to a defective regulator unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to a defective first pressure reducer. However, while the device malfunction was confirmed, the exact root cause of the reported issue could not be definitively determined. Olympus will continue to monitor field performance for this device.